Manufacturer narrative:
The device was not returned to olympus for evaluation. There was insufficient contact information provided on the medwatch report; therefore, olympus was unable to obtain additional information regarding the reported event. Also, the type of sterile device used in the procedure could not be confirmed. This report is being filed in abundance of caution.

Event description:
Olympus received a medwatch report that states a patient underwent a tubal litigation procedure, using the falope ring band or sterile clips (model/lot# unk) and has developed severe anemia. According to the report, the patient was informed by the physician that clips were used during the procedure; however, the patient¿s medical report alleges the falope band was used. The patient was to undergo x-ray to determine the device¿s origin. The subject patient reported suffering two miscarriages and experiencing pain with heavy clotting during menstruation. The patient¿s course of treatment is unknown.